Event description:
It was reported that the customer experience unexplained high blood glucose of 369mg/dl. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.